Manufacturer narrative:
A device history record (DHR) could not be performed because the lot remains unknown. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient underwent successful stent-assisted coil embolization of an aneurysm located at the basilar apex with the subject coils. Post-procedure, the patient experienced headache that is still ongoing. 24 hours post procedure the patient neurological assessment mrs was 0. Medication (unspecified) was administered. According to the physician, the headache was probably related to the procedure and unrelated to the stent. It was unknown if the headache was related to the implanted coils (subject device) or microcatheters.

Manufacturer narrative:
This is the third of 6 reports. Subject device remains implanted.

Event description:
It was reported that the patient underwent successful stent-assisted coil embolization of an aneurysm located at the basilar apex with the subject coils. Post-procedure, the patient experienced headache that is still ongoing. Twenty four hours post procedure the patient neurological assessment mrs was 0. Medication (unspecified) was administered. According to the physician, the headache was probably related to the procedure and unrelated to the stent. It was unknown if the headache was related to the implanted coils (subject device) or microcatheters.